Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information and engineering evaluation findings. Sections b4, b5, b7, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for deployed valve exhibits central regurgitation was confirmed based on the information available to date. Available information suggests procedural factors (post-dilation with non-ew balloon) likely contributed to the event as it was reported that "the severe central aortic insufficiency that developed after the initial viv procedure was attributed to the overexpansion of the valve with a non-ew balloon." Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, according to the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve in aortic position. Approximately 5 years and 11 months later, the patient presented with symptomatic stenosis. Pre-procedural mean/peak gradients were reported as 35-50 mmhg. A balloon aortic valvuloplasty was performed prior to the second valve implantation using a 22 mm balloon. The patient underwent a valve in valve with a 23mm sapien 3 ultra resilia inside the pre-existing 23mm sapien 3 ultra valve. After deployment, severe central regurgitation was observed. Post-dilatation was performed; however, the regurgitation persisted. An additional 23mm sapien 3 ultra resilia valve was then implanted (viviv), which resolved the regurgitation. The final outcome was a successful valve implantation without further complications, and the patient remained stable following the procedure. As per follow-up with the fcs, the severe central aortic insufficiency that developed after the initial viv procedure was attributed to the overexpansion of the valve with the balloon.

Manufacturer narrative:
A supplemental report is being submitted to provide the related report number for related case. Updated h10.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve in aortic position. Approximately 5 years and 11 months later, the patient presented with symptomatic stenosis. Pre-procedural mean/peak gradients were reported as 35-50 mmhg. A balloon aortic valvuloplasty was performed prior to the second valve implantation using a 22 mm balloon. The patient underwent a valve in valve with a 23mm sapien 3 ultra resilia inside the pre-existing 23mm sapien 3 ultra valve. After deployment, severe central regurgitation was observed. Post-dilatation was performed; however, the regurgitation persisted. An additional 23mm sapien 3 ultra resilia valve was then implanted (viviv), which resolved the regurgitation. The final outcome was a successful valve implantation without further complications, and the patient remained stable following the procedure.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.